Event description:
Information was received from a consumer who reported the patient typically charged their implanted neurostimulator (ins) every 2 weeks, and normally the ins battery level goes down to 50% after those 2 weeks. Today, however, the patient noticed that the ins battery level was down to 0% and therapy was turned off. The patient didn't know how long the therapy was turned off. The patient charged the ins to 70% and tried to turn therapy back on, but they kept getting the 'communicator not found' error message. The consumer tried scanning the qr code of the communicator, but it still wouldn't pair with the handset. The consumer spoke with a manufacturer¿s representative (rep) who thought the patient might have had too many external devices turned on at one time. During the call, the consumer powered off the communicator by holding down the power button until the indicator lights turned off. The consumer then opened the dbs therapy app, powered on the communicator, and pressed 'connect.' The consumer scanned the qr code of the communicator and confirmed pairing was successful allowing them to turn therapy back on. The consumer asked what would have caused the ins battery to deplete faster than normal as they hadn¿t had any recent changes to programming. The consumer mentioned they fell prior to the event, but it was unclear when they fell. The patient did not allege that the fall was related to the ins or therapy. The patient was advised to follow up with their managing hcp to further address ins battery depletion concerns.

Manufacturer narrative:
Section d10 references: product ID tm91d0 lot# serial# (B)(6) implanted: explanted: product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.